Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of dissection, thrombosis and death are listed in the xience alpine, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as known patient effects of coronary stenting procedures. The cause of death was reported as acute thrombosis of the marginal branch previously treated with balloon angioplasty. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the reported treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. H10 - addtl mfg narrative: subsequent to filing the initial report, it was noted the analysis was inadvertently left out of the report.

Manufacturer narrative:
The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified, moderately tortuous, 90% stenosed, de novo lesion in the left coronary artery (lca). A no cross occurred with a 2.5x15mm xience alpine drug eluting stent (des) at an unknown point during the procedure. A second no cross occurred with a 2.75x28 xience alpine drug eluting stent (des). A 3.5x23mm xience alpine drug eluting stent (des) was implanted, after which a dissection occurred. A 3.5x28mm xience alpine des was used to cover the dissection. Haemostasias was performed by manual compression and hemostatic healing was performed without residual hematoma. However, 30 minutes post-procedure, while the patient was on the recovery floor, the patient experienced cardiorespiratory arrest in a ventricular fibrillation rhythm. Advanced cardiopulmonary resuscitation maneuvers were performed including performing electrical defibrillation on several occasions, and administering a total of 30mg of adrenaline, 200mg lidocaine, 450mg amiodarone, two bottles of bicarbonate, norepinephrine infusion and dobutamine. Advanced life support was provided for a total of 50 minutes, verifying death at 5:10 p.m. On 9/15/2021. No additional information was provided.